Manufacturer narrative:
Based on the information gathered, the cause of the complication cannot be determined. There is no report that an ion product malfunctioned or caused/contributed to the incident. Therefore, no products are expected to be returned for evaluation and the root cause of the customer reported incident cannot be determined. Review of the ion system logs for the reported procedure date found that no system errors occurred during the procedure that were relevant to the reported event. .

Event description:
It was reported that a patient who was enrolled in a registry study underwent an ion biopsy procedure, and developed a pneumothorax which required chest tube placement and hospitalization. Two lesions were biopsied during the procedure. One lesion was 16 x 13 x 29mm in size and located in the left lower lobe, 2mm from the pleura. The other lesion was 30 x10 x 16mm in size and located in the right upper lobe, 3mm from the pleura. The procedure was completed without any device malfunctions reported. A post-procedural x-ray showed a right pneumothorax and a chest tube was placed. The patient reported pain at the chest tube insertion site. The patient was given 2 liter of oxygen via nasal cannula due to showing hypoxia. The patient was discharged just over 24hrs after the ion biopsy procedure.